Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis effluent. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began intraperitoneal treatment for the peritonitis with cefazolin (2 grams, per day, duration not reported) and gentamicin (80mgs, per day, duration not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that, six days after the event onset, the cefazolin and gentamycin were discontinued. The following day, the patient started treatment with intraperitoneal vancomycin (1g per day for 15 days) and intraperitoneal amikacin (300mg per day for 15 days) for peritonitis. Also that same day, the pd catheter was removed due to the patient not responding to the peritonitis treatment. The patient¿s current mode of dialysis therapy was not reported. Twenty eight days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had not recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.